Event description:
It was reported that the device reached end of life (eol) and the patient felt ill in the mode the device changed too at that time. It was also noted that the battery voltage did not decrease despite reaching eol, but the battery impedance increased, as confirmed by the save to disk. The device was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.